Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: biological debris was noted on the outside of the valve. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: the valve casing had scratch marks from the cam mechanism as well as the spring pillar, the cam mechanism was damaged, these marks and damage are due to the valve receiving some form of impact, biological debris was also found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 10th march 2003. The root cause(s) of the problem reported by the customer is due to the valve receiving some form of impact as well as biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the clinician had difficulty programming the valve in the clinic. Because of this difficulty, it was decided to revise the valve. It was replaced with a like product. No reported patient harm or delay in surgery.